Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient had been doing physical therapy for her back for 3 months and thought her ins was moving. The device was almost to the top of her skin, she had to lay down flat on her back and do a specific kind of exercise and she could feel it on her back. Patient reported it had travelled because it was very high and she could practically pick it up with her finger. Omitted information regarding microscopic colitis and patient being dehydrated had already been reported in (B)(4). Omitted information regarding patient¿s back issues had already been reported and can be found in (B)(4). Omitted information regarding patient having trouble with her battery can be found in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that device area became uncomfortable after 4 months of physio therapy as they stopped doing physiotherapy. Patient weight was reported. Additional information received as they mentioned that it worked fine for a very short time. They did try increasing the amplitude on the remote but it bothered their vagina. Ready to blow it up, they went to my urologist for help. They told me to turn it off for good and gave me myrbetriq. That was the solution! Now have a stimulator in their backside but that was nonfunctional. Now it was sensitive to my body movements as they are a physiotherapy patient for their back ordered by my orthopedic surgeon. They went for five months and quit because of the discomfort caused by the exercises, they had to do. They were afraid that they were damaging the stimulator.